Manufacturer narrative:
This report is submitted retrospectively because it is not visible in maude data base. The manufacturer was informed about the incident one year and five months after the incident occured. First report was submitted 13-02-2019.

Event description:
Patient with als has had several bipap ventilators since (B)(6) 2015. On the evening (B)(6) 2017 the patient notified the homecare provider. When they arrived the patient was deceased. The hospital's investigation showed that bipap (vivo 40) was functioning but the battery was discharged. It was also noted that the power cable was not fully inserted into the device. The incident resulted in an lexmaria notification and landstingent I varmland conducted an investigation. (Dated (B)(6) 2018, (B)(4)). The log files were investigated the device gave audible and visual alarm as designed. The root cause could not be established. Possible scenarios according to the customers investigation is: use error or product malfunction. Breas was notified of the incident (B)(6) 2019, more than a year after the incident. Breas has not had any access to the device or log files and no investigation has been performed. Information in the investigations done by the customer and landstingent I varmland indicate the device acted as designed.